Manufacturer narrative:
The reported event was reproduced and confirmed based on the functional testing of the autopulse platform (sn (B)(4)). The root cause of the reported event is due to the faulty processor board identified during evaluation. Functional testing of the platform during power up revealed a "system error/out of service/revert to manual CPR" prompt on the display screen and further investigation identified that this event was caused by a faulty processor board. The archive data retrieved from the platform was reviewed and contained a user advisory (ua) 71 (motor drive train command issue) on 12/18/2016. Visual inspection of the platform revealed cracks on the top cover, front enclosure and bottom enclosure. The autopulse platform is a reusable device and was manufactured on 05/21/2013. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check, a "system error/out of service/revert to manual CPR" prompt was observed on the display screen of the autopulse platform (sn (B)(4)). The event reportedly did not resolve even after the autopulse battery was swapped out. No known patient consequence was reported. No further information was provided.